Event description:
It was reported that during pre use testing, the cs100 intra-aortic balloon pump (iabp) malfunctioned. Negative pressure was reported too low. There was no patient involved

Manufacturer narrative:
Due to character restriction in block e1. E1 event site telephone is: (B)(6). Updated fields: b4, b5, b6 , b7,d8, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , d3 , d5 , d10 , e2 , e3 , e1 (initial reporter , event site telephone) , g2 , g7 corrected field : h6 ( medical device ¿ problem code ). A getinge field service engineer (fse) inspected the unit and replaced the drive manifold. After the replacement, the unit was tested and found to be functioning normally. The unit was returned to the customer for use.

Manufacturer narrative:
Upon completion of the investigation into this event, a follow up report will be submitted. Event site name: (B)(6) hospital. Event site address: (B)(6).

Event description:
It was reported that during pre use testing, the cs100 intra-aortic balloon pump (iabp) malfunctioned. Negative pressure was reported too low. No patient and no harm reported.